Event description:
One of the plexiglas parts of the maxi move scoop stretcher was reported to have detached.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon completion of the MFR's investigation. Please not that while this product (the opera) is no longer manufactured, previous reports for this produce may have been submitted from arjo med (B)(4). As of (B)(4) 2010, arjo med (B)(4) is no longer a MFR and the responsibility has been taken over by arjo hospital equipment (B)(4). Going forward, reports related to this product are to be handled by arjo hospital equipment (B)(4).